Manufacturer narrative:
Other relevant components include: product ID 8709sc lot# n178302008 serial# implanted: explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl, dilaudid, and ¿butronin¿ at unknown concentrations and doses via an implantable pump for spinal pain. It was stated that the medication in the pump reported as ¿butronin¿ was a muscle relaxer. It was reported that the patient¿s ¿pump was blocked¿ back in the spring and they did not know it. It was noted that they did a computerized axial tomography (cat) scan and found out the patient¿s pump was blocked and that the patient was not receiving what they were supposed to get. It was stated that they unblocked it during a surgery and cut back the patient¿s dosage because they didn¿t want the patient to suddenly get a high dosage after not getting much of any dosage. It was also stated that the patient was told that something ¿grew on it¿ the catheter. The date of the event was (B)(6) 2017. It was not asked if the symptoms were sudden or gradual. The surgery to fix the pump was on (B)(6) 2017. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation : product ID (B)(4) lot# (B)(4) serial# implanted: (B)(6) 2009 explanted: product type catheter information references the main component of the system. Other relevant device(s) are: product ID: (B)(4) , serial/lot #: (B)(4), ubd: (B)(4) , UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated the patient had a granuloma and the patient remembered that she had ¿something blocking the catheter, it was scar tissue on the tubing or something, so I was not getting the doses.¿ it was noted it was (B)(4) 2017 and that¿s when they fixed it. No further complications were reported/anticipated or expected.